Event description:
It was reported that the user experienced multiple insulin occlusion alerts while using an infusion set and continued hyperglycemia, which culminated in admission to the hospital for diabetic ketoacidosis; after the final occlusion alert, the user changed the cartridge and infusion set, after which the pump functioned, and later changed supplies again before shutdown, with the event classified as an insulin occlusion associated with the infusion set. Symptoms included feeling unwell, thirst, and very high blood glucose, with a reported reading over 600. Outcomes included emergency evaluation, hospital admission, intravenous fluids, and insulin administered by injection, followed by recovery and resumption of ilet use. Investigation included a review of device logs and algorithm status, which confirmed insulin delivery commands and documented repeated occlusion alerts that resolved after supply replacement. Investigation of this case revealed an infusion set occlusion that impeded insulin delivery until the set and cartridge were replaced, consistent with device alerts and subsequent normalization after supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.